Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was only showing partial display. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. The customer states (B)(6) 2017 was the time pump was showing partial display and disconnected from pump. Customer states had pump in bra and got a bit sweaty. Customer states just put a battery in pump and pump error came up. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Due to partial display pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No missing segments/partial display anomaly or unexpected alarm anomaly noted. The backlight functioned properly. All buttons functioning properly. No damage in keypad assembly noted. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.